Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized from (B)(6) 2020 to (B)(6) 2020 due to diabetic ketoacidosis and high blood glucose level of 40 mmol/l. The customer was treated with insulin at the hospital. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer reported that the insulin pump normally heated up. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08760 inches. Device received with normal operating currents. Device monitored for 24 hours and no unexpected test battery in battery tube overheating noted. No damage inside the battery tube during visual inspection noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).